Event description:
The recipient's mother stated on (B)(6) 2023, that the child received an impact to the head in the area of the implant, in the middle of october, during a basketball game when he collided with a friend. The recipient has been re-implanted. At explantation, extreme ossification was observed.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears likely. Furthermore, in situ measurements before the reported impact already showed two channels involved in a short circuit due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears likely. Furthermore, in situ measurements before the reported impact already showed two channels involved in a short circuit due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's mother stated on (B)(6) 2023, that the child received an impact to the head in the area of the implant, in the middle of october, during a basketball game when he collided with a friend. Re-implantation is considered. CT scan has been recommended by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's mother stated on (B)(6) 2023, that the child received an impact to the head in the area of the implant, in the middle of october, during a basketball game when he collided with a friend. Re-implantation is considered. CT scan has been recommended by the clinic.